Manufacturer narrative:
(B)(6). This lot was manufactured february 10, 2016 ¿ february 11, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The reporter stated that the infusion was three days slower than expected. There was no patient injury or medical intervention associated with this event. No additional information is available.